Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycle"), dyspareunia ("painful intercourse"), alopecia ("hair loss"), rash ("skin rashes") and vaginal infection ("frequent vaginal infections"). The patient was treated with surgery (salpingectomy oophorectomy and hysterectomy to remove essure device). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, alopecia, rash and vaginal infection outcome was unknown. The reporter considered alopecia, dysmenorrhoea, dyspareunia, pelvic pain, rash and vaginal infection to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure (batch no. 683283) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included anxiety and depression. Concomitant products included alprazolam (xanax), buspirone hydrochloride (buspar), escitalopram oxalate (lexapro) and hydroxyzine (atarax). In january 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycle"), dyspareunia ("painful intercourse"), alopecia ("hair loss"), rash ("skin rashes"), vaginal infection ("infection: vaginal/frequent vaginal infections"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), abdominal pain ("abdominal pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), pruritus ("itch") and lymphadenopathy ("other: swollen lymph nodes"). The patient was treated with surgery (salpingectomy oopherectomy and hysterectomy to remove essure device). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, alopecia, rash, vaginal infection, vaginal haemorrhage, abdominal pain, menorrhagia, pruritus and lymphadenopathy outcome was unknown. The reporter considered abdominal pain, alopecia, dysmenorrhoea, dyspareunia, lymphadenopathy, menorrhagia, pelvic pain, pruritus, rash, vaginal haemorrhage and vaginal infection to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-aug-2018: quality-safety evaluation of ptc (product technical problem ) incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure (batch no. 683283) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included anxiety and depression. Concomitant products included alprazolam (xanax), buspirone hydrochloride (buspar), escitalopram oxalate (lexapro) and hydroxyzine (atarax). In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycle"), dyspareunia ("painful intercourse"), alopecia ("hair loss"), rash ("skin rashes"), the first episode of vaginal infection ("frequent vaginal infections"), the second episode of vaginal infection ("infection: vaginal"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), abdominal pain ("abdominal pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), pruritus ("itch") and lymphadenopathy ("other: swollen lymph nodes"). The patient was treated with surgery (salpingectomy oopherectomy and hysterectomy to remove essure device). Essure was removed on 20-dec-2016. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, alopecia, rash, the last episode of vaginal infection, vaginal haemorrhage, abdominal pain, menorrhagia, pruritus and lymphadenopathy outcome was unknown. The reporter considered abdominal pain, alopecia, dysmenorrhoea, dyspareunia, lymphadenopathy, menorrhagia, pelvic pain, pruritus, rash, vaginal haemorrhage, the first episode of vaginal infection and the second episode of vaginal infection to be related to essure. Most recent follow-up information incorporated above includes: on 4-apr-2018: mr received: reporter, product lot number added. On 4-apr-2018: pfs received: new events: vaginal haemorrhage, menorrhagia, vaginal infection, pruritus, lymphadenopathy, abdominal pain were added. Reporter, patient demographic information added. Processed with fu1. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure (batch no. 683283) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included anxiety and depression. Concomitant products included alprazolam (xanax), buspirone hydrochloride (buspar), escitalopram oxalate (lexapro) and hydroxyzine (atarax). In january 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycle"), dyspareunia ("painful intercourse"), alopecia ("hair loss"), rash ("skin rashes"), vaginal infection ("infection: vaginal/frequent vaginal infections"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), abdominal pain ("abdominal pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), pruritus ("itch") and lymphadenopathy ("other: swollen lymph nodes"). The patient was treated with surgery (salpingectomy oopherectomy and hysterectomy to remove essure device). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, alopecia, rash, vaginal infection, vaginal haemorrhage, abdominal pain, menorrhagia, pruritus and lymphadenopathy outcome was unknown. The reporter considered abdominal pain, alopecia, dysmenorrhoea, dyspareunia, lymphadenopathy, menorrhagia, pelvic pain, pruritus, rash, vaginal haemorrhage and vaginal infection to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 13-aug-2018: quality-safety evaluation of ptc (product technical problem ). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes'), pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. 683283) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included anxiety and depression. Concomitant products included alprazolam (xanax), buspirone hydrochloride (buspar), escitalopram oxalate (lexapro) and hydroxyzine. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("painful menstrual cycle"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), rash ("skin rashes"), vaginal infection ("infection: vaginal/frequent vaginal infections"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), abdominal pain ("abdominal pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), pruritus ("itch") and lymphadenopathy ("other: swollen lymph nodes"). The patient was treated with surgery (hysterectomy (full) and salpingectomy oopherectomy and hysterectomy to remove essure device). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, pelvic pain, genital haemorrhage, dysmenorrhoea, dyspareunia, alopecia, rash, vaginal infection, vaginal haemorrhage, abdominal pain, menorrhagia, pruritus and lymphadenopathy outcome was unknown. The reporter considered abdominal pain, alopecia, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, lymphadenopathy, menorrhagia, pelvic pain, pruritus, rash, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(s) (unspecified)- unknown.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2019: pfs received. Product indication updated. Events- perforation: fallopian tubes and general abnormal bleeding were added. Lab data added. We received a lot number in this case. A technical investigation was conducted, including a batch review and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.